Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided ascites percutaneous drainage catheter placement procedure using the navarre universal drain. During the procedure, the catheter got stacked. The tip of the needle enters the body, but the drain tube does not, and there is a buildup. Reportedly, the anterior tip was partially ruptured. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 10f navarre drainage catheter locking pigtail segment with a loaded inner stylet and a catheter stylet was received for evaluation and one electronic photo was provided for review. The photo shows the drainage catheter in which the trocar needle and cannula locked together and partially dragged outside of the catheter hub. No anomalies were noted. Gross visual and functional evaluations were performed. The distal tip of the catheter was noted to be deformed as a longitudinal split was noted on one border portion. Therefore, the investigation is confirmed for the reported catheter fracture and deformation issues. However, the investigation is inconclusive for the reported failure to advance issue as the exact circumstances at the time of the reported event cannot be verified from the returned physical sample and the provided photo. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g2, g3, h6 (patient, component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient prepped for an ultrasound guided ascites percutaneous drainage catheter placement procedure using the navarre universal drain. During preparation, the catheter got stacked. The tip of the needle enters the body, but the drain tube does not, and there is a buildup. Reportedly, the anterior tip was partially ruptured. The procedure was completed by using another device. There was no patient contact.